Event description:
Customer reportedly received result of 453 mg/dl on the accuchek inform system and 101 mg/dl on a lab value within 10 minutes. No action was taken based on device results. No adverse event reported. Quality controls were ran and passed but exact numeric values were not given. Requested return of suspect device and replacement was sent.